Manufacturer narrative:
Exact date unknown, event occurred 2 years ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.